Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate during a pretest on (B)(6) 2021. After that the device was left for a while, it was allegedly confirmed that the balloon was deflated and the water was drained out.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 samples were confirmed to exhibit the reported failure. The product was not used for patient treatment. The product caused the reported failure. Visual: visual inspection noted one two-way foley catheter with a cut portion of the inlet tubing was received. Visual evaluation noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. This meets specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The balloon deflated in 1:37.46. The balloon was then dissected to find the inflation notch was not perforated correctly and was very shallow. This is considered a failure stating that the inflation notch punch should be complete. A potential root cause for this failure could be "inadequate pressure on the machine to punch". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon was difficult to deflate during a pretest on (B)(6) 2021. After that the device was left for a while, it was allegedly confirmed that the balloon was deflated and the water was drained out.